Event description:
It was reported that drive support cap was sticking out, even when customer attempted to push it back in. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.